Event description:
It was reported to boston scientific corporation in 2007 that an rx dilatation balloon was used during an unknown procedure the same day. (Patient gender, age and weight unknown) according to the complaint, during inflating the dr. Was unable to apply pressure due to ruptured balloon. While introducing balloon into scope no resistance was felt. Also no angle was applied at the scope tip during the procedure. The case was completed with a different, unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good"

Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Device disposed / not returned.